Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms included redness, fever, and swelling. The physician believed that the infection was not device or procedure related. The patient was admitted in the hospital and was administered intravenous antibiotics. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.